Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a thoracic fusiform aneurysm zone 2. It was reported that three days after the index procedure, a type a dissection of the ascending aorta was noted at the proximal end of the stent graft. Accumulation of pericardial fluid was confirmed and the heart was compressed. The patient suffered cardiopulmonary arrest and the patient expired. The physician noted that no issues were noted during delivery and deployment of the stent graft. The cause for the dissection of the ascending aorta is unknown. The review of a single returned CT slice pre-implant revealed that the patient had a type b dissection beginning near the level of the lsa. The distal extent of the dissection was not visible and no type a dissection was clearly seen. A single post-implant cta slice showed that one or more stent grafts were implanted in the thoracic aorta, from near the level of the lsa, across the arch, and extending distally into the descending thoracic aorta. The precise location of the implanted devices could not be determined from this single image. A possible type a dissection was seen; however, the extent of the dissection and location of the entry flap could not be confirmed from this image. The cause of the type a dissection, and any possible relationship to the device, could not be determined from the images provided. A type b dissection was also seen post-implant beginning distal to the stent grafts. The cause is also unknown, and this dissection may have been present prior to implant.

Manufacturer narrative:
(B)(4).